Event description:
During tkr surgery, the saw stopped while cutting the distal femur. There was no change in the procedure due to the event, however, there was about a 30 minute delay that required additional anesthesia to be administered to the patient. The procedure was completed with another handpiece.

Manufacturer narrative:
It was received by the qe and the inspected product did not meet specifications. Per the technician's investigation, the customer complaint was verified and several components were replaced. The device was repaired and returned to the customer.